Event description:
(B)(6) sent notification of a medwatch to baxter corporate product surveillance regarding an interlink retractable t-connector extension set in which the septum "popped" off. According to the report, the extension set was connected to an arterial line of a (B)(6) male patient. During routine system check, the nurse flushed the arterial line at the access port. It was reported that the septum of the interlink popped off and created an opening to what should be a closed and sterile line of access for fluids and arterial blood pressure (bp) monitoring. Two nurses attempted to exchange the faulty extension set with a new one. However, the arterial line was lost by the time the new extension set had been exchanged due to the fragility of line placement. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.